Manufacturer narrative:
Insulin pump had no button response on up arrow button, due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump passed displacement test, rewind, basic occlusion test, and prime test. Unable to perform the occlusion test and the excessive no delivery test, due to no button response. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump scroll up with out any input from the customer. Customer's blood glucose level at the time 290mg/dl. Customer treated with a manual injection. Troubleshooting occured. Advised insulin would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).